Event description:
It was reported that the distal portion of the catheter migrated south. A CT scan was done on the day of this report which resulted in the verification that the catheter had migrated. The patient experienced increased spasticity and it was reported the location of the symptom/issue was reportedly the catheter track. The catheter would be removed and replaced with an ascenda catheter on (B)(6) 2013. The device system was used to deliver lioresal. It was later reported the catheter replacement on (B)(6) 2013 went well. The patient was to stay the night and was reportedly doing fine. It was noted the previous catheter would not be returned.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).